Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping, leaflet capture) appears to be related to challenging patient anatomy (posterior indentation in posterior leaflet, thin and restricter posterior leaflet). The reported incomplete coaptation/slda (single leaflet device attachment) appears to be related to procedural conditions (could not confirm leaflet insertion due to imaging quality). The reported poor imaging is related to procedural conditions (poor quality) per case details. The reported foreign body in patient is a cascading event of the slda. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), a posterior indentation in the p1 segment. And restricted and thin posterior leaflets for a mitraclip procedure. A mitraclip was implanted successfully at the central anterior2/posterior2 leaflets. A second mitraclip was selected, it was difficult to grasp the targeted area due to a posterior indentation in the posterior leaflet. The clip was able to grasp in the correct position; however it was not possible to determine the coaptation of the posterior leaflet due to poor imaging. During the deployment process, a single leaflet detachment occurred and the posterior leaflet slipped out of the clip arm after pulling the lock line. The clip was deployed on one leaflet and remained stable on the anterior leaflet. The final mr was grade 2. There were no adverse patient effects or clinically significant delay was reported. There was no additional information provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), a posterior indentation in the p1 segment. And restricted and thin posterior leaflets for a mitraclip procedure. A mitraclip was implanted successfully at the central anterior2/posterior2 leaflets. A second mitraclip was selected, it was difficult to grasp the targeted area due to a posterior indentation in the posterior leaflet. The clip was able to grasp in the correct position; however, it was not possible to determine the coaptation of the posterior leaflet due to poor imaging. During the deployment process, the posterior leaflet slipped out of the clip arm after pulling the lock line. The clip was deployed on one leaflet and remained stable on the anterior leaflet. The final mr was grade 2. There were no adverse patient effects or clinically significant delay was reported.